Manufacturer narrative:
The device history record (DHR) for the reported lot was also reviewed, and no issues were found; the product was manufactured, tested, and released according to validated procedures. The explanted valve underwent visual inspection and functional testing, with no issues identified. Additionally, a steady state pressure test was conducted to simulate physiological flow conditions, and the valve passed the test with results within the expected range. As the reported issue of high iop could not be replicated or confirmed, the returned valve met the acceptance criteria and performed as expected during testing.

Event description:
Product malfunction after implanted to patient. Had to be explanted a week later and replace with new one.